Event description:
It was reported by the sales rep that the handpiece was leaking at the cutter release switch. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
On may 06th, 2008 the handpiece involved in the reported event was evaluated. During the evaluation, the technician noted the o-ring was missing. The hand piece was repaired and returned to the customer.